Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. One sample and two images were received for evaluation. Sample was received in decontaminated without the original packaging, inside a plastic bag. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. Upon visual inspection it is observed that the sample contains some fluid because the sample wasn?t decontaminated, because of this it is not possible to remove the sample from the bag and therefore, it was not possible to perform leakage testing. Root cause was unable to be determined. No corrective action was taken since the complaint for leaking was unable to be confirmed; however, current process mitigations for the failure mode reported were referred.

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, it was noted that leaking of medication was noted. No patient consequences were reported. No adverse effects were reported.